Event description:
It was reported that during the implant procedure with this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads placement diffculties were observed during ra and rv lead implant. Both ra and rv leads were implanted in off label positions. After the initial implant, thresholds measurements were acceptable, therefore the procedure was finished. Several days later, at a pacemaker check the lead resistance for the rv lead showed and indication of noise but the electrogram did not record anything that looked like nose. When threshold measurement was performed with unipolar, pacing was not delivered, so a possible perforation was suspected and lead reinsertion was recommended. The next day the rv lead was reinserted from the septum to the apex of the heart. After the re implant procedure the thresholds were acceptable and impedances measured normally. During the corrective procedure, when the lead was disconnected from the pacemaker and the pacing system analyzer (psa) was used to measure again, the threshold remained acceptable and there were doubts about the malfunction of the pacemaker. The pacemaker was explanted and a new pacemaker implanted. The ra and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure with this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads placement diffculties were observed during ra and rv lead implant. Both ra and rv leads were implanted in off label positions. After the initial implant, thresholds measurements were acceptable, therefore the procedure was finished. Several days later, at a pacemaker check the lead resistance for the rv lead showed and indication of noise but the electrogram did not record anything that looked like nose. When threshold measurement was performed with unipolar, pacing was not delivered, so a possible perforation was suspected and lead reinsertion was recommended. The next day the rv lead was reinserted from the septum to the apex of the heart. After the re implant procedure the thresholds were acceptable, and impedances measured normally. During the corrective procedure, when the lead was disconnected from the pacemaker and the pacing system analyzer (psa) was used to measure again, the threshold remained acceptable and there were doubts about the malfunction of the pacemaker. The pacemaker was explanted, has been returned for analysis and a new pacemaker implanted. The ra and rv lead remain in service. No additional adverse patient effects were reported.